Event description:
It was reported that the atrial connector of the external pulse generator was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper case was dented, the lower case was broken, and the ring bail was bent. (B)(4).